Manufacturer narrative:
(B)(4) paravalvular leak. (B)(4) device not returned. Additional manufacturer narrative: device is not available for return and evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was explanted at implant due to a paravalvular leak. Per the surgeon's response, this was not a malfunction of the device, but was procedure related. No additional information has been provided. The operative report has been requested, but has not been received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to paravalvular leak and not due to a malfunction of the device. The surgeon indicated that this explant was procedure related.